Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 5mm hol appliers jaws ruptured in the patient's abdomen while applying a hem-o-lok clip on the cystic duct. The clip was not closing after trying a couple of times. The jaws collapse and a small metal part that looked like a very small screw of the applier came off in to the patient's abdomen and was removed. An x-ray was performed to see if any other metal parts were in the patient's abdomen; none were found. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. The instrument had the original lot 1046004 and was delivered with invoice #(B)(4) on (B)(6)2011 to teleflex. After the investigation of the instrument, we came to the following result: the rivet on the jaw is torn off and is not available for further investigation. The pull rod on the insert is bent. The instrument has been returned for repair the second time. The instrument has been revised in october 2013. Thereby the insert, the shaft and the rotating know have been exchanged. The instrument had the original lot 1046004 and was delivered with invoice #2117198 on (B)(4) teleflex.. Due to existing damages, it is assumed that the breakage was caused by an overloading. Corrective actions have been already initiated. To avoid further overloading breakages, a different stronger rivet (large size) is used since february 2015. As soon as a repair authorization is received, the repair could be performed.

Event description:
It was reported that the 5mm hol appliers jaws ruptured in the patient's abdomen while applying a hem-o-lok clip on the cystic duct. The clip was not closing after trying a couple of times. The jaws collapse and a small metal part that looked like a very small screw of the applier came off in to the patient's abdomen and was removed. An x-ray was performed to see if any other metal parts were in the patient's abdomen; none were found. There was no patient injury.